Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the cause for the lack of stimulation was unknown and also that the patient was no longer self-catheter nor urinating with difficulties. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that the patient had to use the catheter for the past two weeks and that they were not emptying their bladder completely. It was also reported that the patient was not able to increase their stimulation. Patient has an appointment to see their health care provider on (B)(6) 2018. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that the patient had to use the catheter for the past two weeks and that they were not emptying their bladder completely. It was also reported that the patient was not able to increase their stimulation. Patient has an appointment to see their health care provider on (B)(6) 2018. No further complications were noted or anticipated.